Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of medical device problem code,investigation,investigation findings and investigation conclusions). The fse stated that this is an error, and they appeared due to pm being a month overdue. Fse completed maintenance and validation successfully. Product passed all functional and safety tests per manufacturer specifications. The device which required pm was a cs100 upgraded to cs300.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h11. It is currently a cs300. It might have been a cs100 in the past that was upgraded to a cs300. Fse stated that he don¿t know the history of machines. He only known it for three years, since he joined getinge.

Event description:
It was reported during routine check by customer the cs100 had message about a security disk leak and battery maintenance to be performed. No patient was involved

Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.